Manufacturer narrative:
Unit received with critical pump error (open book image) alarm. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test due to critical pump error (open book). Successfully downloaded history files and traces using thump. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. The adapt tool recorded pump error 63 and pump error 4. Pump error 63 was recorded on (B)(6) 2024 triggered four times starting at 02:35:20 through 03:36:04. Per engineering troubleshooting guide, it was determined that pump error 63 was triggered by hardware issue with the twi interface on main/motor processor. Pump error 4 was triggered on (B)(6) 2023 at 08:23:06. Unit was cut open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection, it was determined that the ingress of water corroding electronic assemblies and force sensor causing electrical short. The following were noted during visual inspection: cracked keypad overlay, cracked case (battery tube) and scratched case in conclusion, unit received with critical pump error (open book image) was confirmed triggered due to moisture on electronic assemblies. Pump error 63 was confirmed due hardware issue. Pump error 4 was confirmed. Unable to confirm high bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 523 mg/dl at the time of the event the customer was treated with manual injection. Troubleshooting was performed and it was also reported customer received a critical pump error on the insulin pump screen and received an open book image alarm while customer was asleep in bed. It was reported that the insulin pump performed safety checks and the error was found and also verified that pump was utilized within 48 hours of the event along with no active automode feature. No further patient complications were reported. The customer will discontinue using the device and the device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.